Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller experienced a controller error yellow alarm, which was resolved through backup console. No patient was involved.

Manufacturer narrative:
Clinical staff reported that console ic1699 issued a yellow controller error as it was powered on. This complaint was not related to a clinical procedure, and there were no adverse events related to this product malfunction. After replacing the optical bench, the failure mode persisted. The cause of the controller error / communication issues with optical bench were most likely due to the 4-in-1. The exact root cause of the defective 4-in-1 is unknown. This report is being filed as part of a retrospective review of historical records.